Manufacturer narrative:
This system was used for treatment. Kit lot d373 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trends were detected for complaint category centrifuge bowl leak/break or alarm #7: blood leak (centrifuge chamber). Service order feedback is still pending at the time of this report. Service order feedback information will be sent with final report. This assessment is based on the information available at the time of the investigation. Analysis of the kit/kits components provided by the reporter is still in process at the time of this report. A supplemental report will be created once the investigation is complete. (B)(4).

Event description:
Customer called to report a centrifuge leak detected alarm during bowl fill phase. Treatment was aborted. Customer thinks the leak was coming from the bottom of the bowl. Customer requested service. Customer will return kit and will submit photos for investigation.

Manufacturer narrative:
Service order completed: service engineer checked leak detector strip inside the chamber for breaks and tears, integrity ok. Tested function of the leak strip, strip passed test. Service engineer performed systems checkout successfully. The kit and photographs were returned for analysis. Review of the returned kit components confirmed a cracked portion on the centrifuge bowl near the edge of the outer bowl cover and lid/cover. In addition, dried blood was identified in the cracked portion of the bowl (consistent with a leak in this area). As such, a pressure test was performed on the returned components to confirm leaks, and after the pressure test, the returned bowl and remaining kit components were cleaned, and a simulation treatment was performed using the returned components. During the simulate treatment, a "bowl leak" was identified by the test instrument. Following the simulated treatment, a small amount of moisture was found at the cracked area of the bowl. Visual evidence and the results of dynamic testing of the returned centrifuge bowl provide confirmatory evidence of a leak at the bottom of this bowl. The returned bowl was then cross sectioned and the analysis of the cross sectioned area determined the crack was through the outer bowl, not the bowl cover or welded joint between the bowl cover and outer bowl. Review of the device history record did not identify any related nonconformances. A material trace on the outer bowl and outer bowl cover used to produce lot d373 found no related nonconformances. The cause of the bowl leak is most likely due to a crack in the bowl; however, the root cause for the bowl leak could not be determined. (B)(4).